Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead noise episodes were detected. The noise was reproduced when the patient coughed. Dft testing was performed successfully. The patient will continue to be monitored.